Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. Postoperatively, a 7f exoseal was used for hemostasis, and when the device was slowly retracted at an angle of approximately 45 degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. However, the blocker indicator window did not change color. The operator tried to change the angle several times, but the indicator window did not change color. The procedure was a carotid stenting with a retrograde puncture from the right femoral artery using a short non-cordis sheath and an unknown angiographic catheter. The operator has had many years of experience using the exoseal. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18359897 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. Postoperatively, a 7f exoseal was used for hemostasis, and when the device was slowly retracted at an angle of approximately 45 degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. However, the blocker indicator window did not change color. The operator tried to change the angle several times, but the indicator window did not change color. The procedure was a carotid stenting with a retrograde puncture from the right femoral artery using a short non-cordis sheath and an unknown angiographic catheter. The operator has had many years of experience using the exoseal. Additional information was requested but not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, and the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A non-cordis sheath was returned and inserted onto the unit. The indicator window was in the black/white position. No additional anomalies were observed during this visual inspection. Per functional analysis, a deployment simulation test was performed. During the evaluation, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in successful retraction of the indicator wire and proper plug deployment. The indicator window transitioned to the black/white/red position as expected. Per microscopic analysis, a high-magnification inspection was conducted on the internal mechanism of the device. No abnormal conditions were observed during this evaluation. A product history record (phr) review of lot 18359897 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window. However, procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, the phr review, nor the available information suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.